Manufacturer narrative:
A ge service engineer performed an onsite investigation. The device was found to be operating within specification. The alleged problem could not be duplicated.

Event description:
At this site, it has been reported that four out of six pedicle screws have been placed incorrectly during a case with the 9800 integrated system. No pt injury was reported. This is a concern that there is a potential for misplaced pedicle screws in a pt due to tracking inaccuracy.